Event description:
It was reported that the patient was experiencing pain at the generator site and the ipg was no longer working. It was also noted that there was thinning of the subcutaneous fat over the superior aspect of the generator, but there was tenderness upon palpation of the site. The patient underwent a revision procedure wherein the ipg was repositioned and replaced. The patient was doing well postoperatively. The explanted battery will not be returned due to facility does not allow bsc representative to take the equipment.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.